Event description:
A report was received regarding a procedure to explant a sternal plate and screws from a patient. The initial implant was performed on an unknown date. Post-operatively, the patient returned to surgeon with flu-like symptoms and severe coughing. Examination revealed that the sternal plate had become dislodged from the sternum, and there was a fracture in the sternum, lateral to the plate. The surgeon returned the patient to the or, removed one plate and six screws and revised the patient to new sternal fixation hardware. The surgeon noted that the dislodging of the implant and the sternum fracture lateral to the plate were the result of the patient coughing excessively and aggressively. The patient is reportedly recovering well. This is report # 7 of 7 for the same event.

Manufacturer narrative:
Initial implant date unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.